Event description:
The MFR received notification, four years after event, that a pt, who was a participant in a clinical study, died several days after a "clotted carbomedics mitral prosthesis" was removed. No other info was provided.